Event description:
Pt was admitted for insertion of dual chamber pacemaker. Pt was admitted with right side pacemaker wound infection. Pacemaker leads were removed without complication. Pt was treated for pseudomonas infection. A week later dual chamber pacemaker was reinserted on left side. Pt released, no further complications.